Event description:
It was reported that during a lap hernia procedure, there were jammed staples. A new device was used to complete the procedure. There were no patient consequence reported.

Manufacturer narrative:
Evaluaton summary:the analysis results showed that the device was returned with the nose open and non-functional due to an insufficient cartridge nose weld. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at finished good quality assurance. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint information is trended on a regular basis to determine if further investigation is warranted.